Manufacturer narrative:
The referenced report of the low flows due to suspected device thrombosis is reported under medwatch MFR report # 2916596-2017-00596. (B)(4). Approximate age of device- 9 months. It was reported that the patient's pump was turned off due to recovery. The device remains in-situ and therefore not returned for evaluation. A correlation between the device and the reported elevated ldh and suspected pump thrombosis could not be conclusively determined. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6)2017, it was previously reported that estimated pump flows were low and thought to be due to the development of a significant amount of thrombus in the pump; however, a pump exchange was not performed at that time due to the patient being asymptomatic and having an improved ejection fraction of 45%. On (B)(6) 2017, it was reported that the patient was admitted to the hospital on (B)(6) 2017 with an elevated lactate dehydrogenase (ldh) of 2204 u/l. The patient was maintained on aspirin 81mg, angiomax and aggrastat. The patient¿s ldh did not drop below 1200 u/l. The patient was transferred to another medical center on (B)(6) 2017 for evaluation for pump exchange. The patient was maintained on intravenous anticoagulation and a ramp echocardiogram performed showed no decompression with the aortic valve opening 1:1 throughout the study. The patient¿s ejection fraction was found to be 43%. On (B)(6) 2017, the interior lumen of the outflow graft was occluded while in the catheterization lab, and the lvad was turned off. On (B)(6) 2017, the patient was taken to the operating room, where the driveline exit site was opened and the driveline was cut and buried deep in the abdomen with the skin closed over it. The patient was stable off lvad support. No additional information was provided.

Manufacturer narrative:
Added evaluation codes. The evaluation codes were inadvertently omitted from the initial medwatch report. No further information is available. The manufacturer has closed the file on this event.